Event description:
The customer stated that the reservoir was leaking insulin. The customer stated that he threw the leaking reservoir away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.